Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: d4 (primary UDI number). H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review product code: 04.503.740 lot number : 76p9229 release to warehouse date : 12.nov.2020. Expiration date : na. Supplier: (B)(4). Manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by j&j medtech, or its employees that the report constitutes an admission that the product, j&j medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that there was post-op inflammation and device extrusion. The patient was admitted 24 days ago due to "recurrent pain in the left mandibular posterior teeth for 3 years with facial swelling and pain for 1 week." After excluding surgical contraindications, surgery was performed under general anesthesia 18 days ago. After surgery, the patient was actively treated with antibiotics to prevent infection in the surgical area. Dexamethasone was used to reduce swelling, replenish fluids, replenish fluids, protect the stomach, reduce phlegm, and relieve pain. Symptomatic supportive treatment was given. The left neck of the patient's surgical area was slightly swollen, and the surface skin color was the same as the surrounding tissue. The skin temperature was normal, and the surgical wound healing was still good. Yellow gray purulent fluid was drained from the drainage tube, and there was slight redness and swelling in the left mandibular surgical area and the surgical wound. Yellow fluid exudation was observed. Other specialties were the same as before. After actively communicating with the patient and their family about the condition and treatment plan, surgery was performed under general anesthesia 8 days ago. During the surgery, it was observed that the soft tissue around the reconstruction plate implanted in the corresponding fibula area after left mandibular reconstruction was blackened and necrotic. The color of the fibula muscle flap in the area without titanium plate implantation was red, and bright red blood was seen oozing out upon contact. It was considered that there was a titanium plate rejection reaction, and there was a high risk of infection and necrosis after fibular implantation after re debridement.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.